Event description:
The pt experienced shocking and jolting in his area of paresthesia when stimulation was on. He also had pain in his ribcage. The pt continued to have good pain relief with stimulation therapy. He was home at the time of the complaint; his status was reported as 'good'. An appointment with the hcp had been made. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.